Event description:
It was reported that prior to a biopsy procedure, when attaching the encor probe to the fire forward and attaching the fire forward to the mammo unit, the sample was allegedly started without the healthcare provider selecting the sampling button nor stepping on the foot pedal. It was further reported that they could not enter the patient as the machine kept on wanting to restore vacuum and just kept on sampling until they removed the probe from the fire forward or when removing the probe and the fire forward together from the mammo unit. Furthermore, they tried two encor probes to understand if this was a probe error or a encor unit driver error. Evidently, it allegedly found to be an encor unit driver error and not probe error. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor driver serial number 010118 was received at the bard medical south africa. The encor driver was visually inspected upon receipt and was found not to be damaged with all hardware presents. All edac pins intact. Free of dirt, debris or contaminants. The device was functionally tested and failed the test due to driver cable conductor caused a short circuit to the motor cage/casing caused the driver error and sampling on its own identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the reported device sampling on its own issue and the investigation is determined to be confirmed for the reported driver error. The root cause for reported device sampling on its own issue was determined to be driver cable conductor caused a short circuit to the motor cage/casing identified during evaluation. The root cause for reported driver error was determined to be driver cable conductor caused a short circuit to the motor cage/casing identified during evaluation. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, when attaching the encor probe to the fire forward and attaching the fire forward to the mammo unit, the sample was allegedly started without the healthcare provider selecting the sampling button nor stepping on the foot pedal. It was further reported that they could not enter the patient as the machine kept on wanting to restore vacuum and just kept on sampling until they removed the probe from the fire forward or when removing the probe and the fire forward together from the mammo unit. Furthermore, they tried two encor probes to understand if this was a probe error or a encor unit driver error. Evidently, it allegedly found to be an encor unit driver error and not probe error. There was no patient contact.

Event description:
It was reported that prior to a biopsy procedure, when attaching the encor probe to the fire forward and attaching the fire forward to the mammo unit, the sample was allegedly started without the healthcare provider selecting the sampling button nor stepping on the foot pedal. It was further reported that they could not enter the patient as the machine kept on wanting to restore vacuum and just kept on sampling until they removed the probe from the fire forward or when removing the probe and the fire forward together from the mammo unit. Furthermore, they tried two encor probes to understand if this was a probe error or a encor unit driver error. Evidently, it allegedly found to be an encor unit driver error and not probe error. There was no patient contact.

Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: g3. H11: d4 (medical device serial number), e1, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.